Manufacturer narrative:
(B)(4). Malformed clip, broken advancer. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. The device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the surgeon applied the first four clips without incident. On firing the fifth clip it jammed. The device was removed from the patient and dry fired a couple of times (clips sent in on discarded pad one was not closed properly the other was fine). The device was then used on the patient but the clips did not always close properly. There were no adverse consequences for the patient.